Event description:
Arthritis of the left knee [arthritis]. Synovial fluid test revealed (B)(6)]. Synovial fluid test revealed enterococcus infection [enterococcal infection]. Synovial fluid test revealed corynebacterium infection [corynebacterium infection]. Case description: spontaneous report was received on (B)(6) 2011 (upgraded to serious on (B)(6) 2011), from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. On (B)(6) 2011, the hcp reported the following: on (B)(6) 2011, the patient initiated treatment with synvisc into the knee (location unspecified). The patient did not experience any problems. The second injection was on an unspecified date in 2011. The patient did not have any problems with this injection as well. On (B)(6) 2011, the patient received the third injection. In the evening, the patient experienced pain. The hcp diagnosed the event as arthritis. On (B)(6) 2011, the event resolved. The hcp assessed the event the event to be non-serious and probably related to the use of synvisc in the patient. The action taken with synvisc was not provided. On (B)(6) 2011, additional information was received in the form of qa results without a lot number. The product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified any mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. On (B)(6) 2011, additional information was received from the hcp. The hcp reported that there was no infection at the injection site prior to the injection. Also, the joint fluid test result was negative. On (B)(6) 2011, additional information was received from the hcp. The hcp provided patient details. The patient's height and weight were provided as (B)(6), respectively. The patient initials were provided as (B)(6). The patient's date of birth was provided as (B)(6). The hcp provided the patient's medical history. The patient has a history of uterine myoa ((B)(6) 1991), cheek cellulitis (1984), allergic conjunctivitis, atopic dermatitis, and rhinitis. The patient also has drug allergy to talampicillin hydrochloride, bacampicillin hydrochloride, and cefadroxil. On (B)(6) 2011 (date of third injection), the patient did not have any infection skin disease or inflammation either generally or at the site of injection. The injection was given to the patient under sterile conditions. On (B)(6) 2011, opaque fluid was aspirated from the patient's knee joint. Coulter test of the synovial fluid was (B)(6) for (B)(6) and corynebacterium (1+). On this date, this event alleviated in the patient. On (B)(6) 2011, the hcp confirmed that the patient has gonarthrosis. The causality for the event of arthritis was changed from "probable" to "possible". The outcome of the patient was changed from "recovered" to "recovering". The offset date for arthritis was provided as (B)(6) 2011. On (B)(6) 2011, additional information was received from the patient's hcp. The hcp clarified that the event was "arthritis of the left knee". The start date for the event of "arthritis of left knee" was changed from (B)(6)2011 to (B)(6) 2011. The hcp corrected the date of the confirmation of gonarthrosis in the patient to (B)(6) 2010. The hcp reported that on (B)(6) 2011, the patient also experienced hot feeling and significant swelling in the whole left knee. The patient was also unable to bend the knee, had walking difficulty, especial when she stood on the knee and went up steps. On (B)(6) 2011, 49.8 ml of joint fluid was aspirated from the patients' left knee. The hcp diagnosed all these events as "arthritis of the left knee". After the aspiration, the patient received an injection of betamethasone sodium phosphate, 1 ampule, into the left knee joint. The event alleviated gradually and the patient was able to walk in the afternoon or evening. The swelling also reduced. The hcp assumed that the bacterial infection might have been probably induced by contamination at the test center because the event alleviated without the administration of antibiotics. The hcp diagnosed the symptoms of swelling, pain, joint fluid retention, limitation of knee motion range and culture test result as arthritis. On (B)(6) 2011, additional information was received from the patient's hcp. The hcp reported that the patient has had grade ii gonarthrosis for a year now. The patient has had prior effusion, joint narrowing, and osteophytes. The hcp confirmed the injection dates and the event information provided earlier. The hcp provided the intensity of the arthritis of left knee to be "unknown". The hcp diagnosed the event as arthritis because of swelling, pain, joint fluid, and limitation of knee motion range and the culture test. According to the hcp, at the time of this report, the patient has recovered from all the events. Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.